Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has reoccurring post-reset ram crc alarm. The customer's blood glucose level was 10 mmol/l at the time of the incident. The alarm occurred during normal use, not stored without a battery or in storage mode. The post-reset ram crc alarm occurred during basal rate in the night and not after battery change. The customer stated has changed the batteries several times but it not resolve the issue. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Unit was received with pump error alarm during rewinding due to jammed motor gearbox. Unable to perform functional testings due to pump error. Unit was received with scratched case and minor scratched lcd window.